Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction: pump is priming tubing during the load step) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of pump¿s black box revealed no related alarms. The complaint was duplicated during the load step of the prime sequence; the pump did not recognize and emptied the cartridge during the load step. The force sensor pin was found to be cracked. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.